Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned to guidant. Initial laboratory analysis has confirmed the device battery did not meet expected longevity. Guidant received additional information that this device was explanted for normal elective replacement indicator (eri) battery status, with no complaints against longevity. The patient was participating in the right study and was randomized to receive a non-guidant replacement device.